Event description:
The customer reported the touch screen is off by 1 inch and does not respond at all in the top right or upper left corner of the display; several calibrations have been done. The customer reported there was no patient involvement.